Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: (B)(6) 2025, the patient underwent thoracoscopic partial lobectomy. Upon entering the operating room, the patient was given oxygen, and electrocardiographic monitoring was initiated. An internal jugular vein puncture was performed, and general anesthesia with endotracheal intubation was administered. Under the guidance of a bronchoscope, a left-sided double-lumen tube (size 37#f, 28 cm) was inserted. During cuff inflation, the blue cuff on the bronchial side inflated properly, but the white cuff on the tracheal side could not be inflated, suggesting damage to the tracheal cuff. Subsequently, under bronchoscopic guidance, the tube was withdrawn until the blue cuff was positioned in the main bronchus, and the surgery proceeded. After the operation, the tube was removed, and the patient was transferred to the recovery room."